Event description:
It was reported that the patient presented with fatigue and hypertension during clinical follow-up. The patient's right atrial lead exhibited failure to capture, low pacing impedance, high pacing impedance, undersensing and noise oversensing. Additionally, the patient's implantable cardioverter defibrillator (ICD) also exhibited an unspecified issue. The lead was capped and replaced on (B)(6) 2025, while the ICD was explanted and replaced. The patient remained stable throughout the procedure.

Event description:
New information received notes that the implantable cardioverter defibrillator was behaving as expected and no malfunction was alleged on it.